Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation on computed tomography (CT) right ventricular (rv) lead perforation was noted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was perforation. As received, a complete lead was returned for analysis with the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. A tip stiffness test was performed, and all values were within product specification. Visual and x-ray inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.